Event description:
It was reported that the device package was not sealed because of broken seal. This issue occurred during out of box. There was no patient contact. Additional information was received and it was learnt only issue was packaging, the disposable leaflet was partially unsealed at the time of opening the box. No further information was provided.

Manufacturer narrative:
Not applicable as the product was not used on the patient. It was out of box failure. Device evaluation: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional narrative information: device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: 7/5/2022. Device evaluation: 1 sealed loi gen 2 was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects, damage, or opening. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.